Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after the device reached elective replacement indicator status. The physician was dissatisfied with device longevity. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. This issue is discussed in our q2 2010 crm product performance report.